Event description:
Note: this event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. This MFR report is being submitted based on the evaluation results. It was reported to boston scientific corporation in 2008 that a jagtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography. According to the complainant, "the tome would not orient properly during the procedure". They used "another device which would not orient properly". The procedure was completed with another jagtome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Visual examination of the returned device revealed that the working length and distal tip were twisted and the tip was cracked. The twist and crack observed were likely due to the customer usage/ handling. It appeared that the distal tip might have come into contact with some part of the scope (elevator), causing the tip to be cracked/split, while the device was being advanced in the scope. The twisted working length is likely attributable to the procedural use (i.e. Operational context).